Event description:
It was reported that an occlusion alarm occurred resulting in a blood glucose (bg) level of "high" and ketone levels identified as dangerous/life threatening. Customer administered a correction injection to address the bg. A system check was performed by technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Multiple follow up attempt were made to determine if bg was resolved but no response was received.